Event description:
Additional information received reported that pump and catheter were replaced. It was noted that the expected and residual volumes checked were the same, so there was no volume discrepancy. There were no motor stalls present in the logs upon interrogation. Upon replacement, the catheter was without cerebrospinal fluid (csf) flow when pump was connected and disconnected, so catheter and pump were replaced. There was excellent csf flow with new catheter and pump before and after connecting the new pump to catheter. Patient status was reported as "alive - no injury/no adverse event". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a volume discrepancy and the pump had stopped pumping. Upon refilling the pump, the healthcare provider (hcp) expected a residual volume of 3ml, and aspirated an actual residual volume of 15ml. The pump was interrogated and was found to have an elective replacement indicator time frame of 12 months, however the roller study revealed "no movement" with the pump. Reporter stated there were "no patient symptoms/injuries related to this event." Outcome was not provided, nor was the pump medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed no anomaly found. The pump passed all non-destructive lab testing. There was motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall. Analysis of the catheter (B)(4) revealed a broken catheter body. The distal end of segment 1 showed to be somewhat jagged indicating it was more of a result of a break. Also of note there was no circular shape of the lumen on the distal end of segment 1 which indicated the catheter was compressed. And the distal end of segment 1 did not match with the proximal end of segment 2. This indicated some portion of the catheter was not returned.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.